Event description:
Customer was riding unit and rear wheel crumbled causing tire to blow. This caused customer to fall out of unit. He sustained injuries to his head, shoulder and arm. Paramedics were called, however he refused to go to the hosp. Went to his dr the following day. The dr sent him to hosp for x-rays. Copies of medical expenses were formally requested on 3/29/99. Co has not received them as of the date of this report.